Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a segmental resection of lung and thoracoscopy, the surgeon fired a handle with the reload to two pulmonary veins (located in a3 segment) together. After the firing, they noted light bleeding at the specimen side tissue. There was no malformation of the staples. The staple line was treated by ligation to stop the bleeding. UDI number is not available. The event occurred in use for patient. The surgical time was extended by more than 30 min. The status of the patient: no problem. Oozing bleeding occurred as a result of the issue. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
(B)(4)